Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 3 years due to a reported prosthetic stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflet tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's risk factors (e.g. Aortic stenosis) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The MFR was notified on (B)(6) 2014 of a mitroflow valve (model lxa size 19, s/n (B)(4)) that was explanted after 3.0 years due to valve stenosis.

Event description:
The manufacturer was notified on july 01, 2014 of a mitroflow valve (model lxa, size 19, s/n (B)(4)) that was explanted after 3.0 years due to valve stenosis.